Event description:
Customer reported receiving calibration errors and a lost sensor alarm on the insulin pump. Customer also reported receiving sensor glucose and blood glucose readings that were many points off from one another. Customer reported having a blood glucose level of 517 mg/dl the day before the call. Blood glucose level was 142 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.